Event description:
It was reported that during a total gastrectomy procedure, the handswitch was not activated. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.